Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va00cey, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the device "came out and fell right through her." Cause, symptoms, malfunctions, troubleshooting, diagnostics, and outcome remain unknown. Follow up was conducted to obtain additional information.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va00cey, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information from the healthcare provider (hcp) reported the patient was seen on (B)(6) 2013 where it was determined that removal of the device was needed; the device was removed on (B)(6) 2013 due to infection.